Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the keypad buttons were unresponsive for 15 to 20 minutes after a battery change. He confirmed that the buttons became responsive again after about 20 minutes. There was no reported patient impact as a result of the alleged malfunction. This complaint is being reported because the reason for the alleged button issue is unknown at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were responding to button presses. There was no evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a leaking display lens.